Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the setscrew marks on the connector pin were too proximal. The analyst noted that there are three sets of setscrew marks on the is-1 pin, with one set too proximal-lead was not fully inserted into the device.

Event description:
It was reported that the patient's lead had both high and low impedance. The lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.